Manufacturer narrative:
An event regarding alleged elevated ion levels involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: provided medical records were provided to clinician who indicated that: "it was reported that patient developed pain patient underwent an uncomplicated primary pressfit tha on (B)(6) 2011. Records indicate he did quite well with no pain and normal function until 18 months post operatively he developed lateral hip pain over his trochanter that was felt to be related to trochanteric bursitis. It was reported that patient subsequently developed pain and had elevated cobalt/chromium levels with a planned revision surgery. No documentation was available to verify these events. Intra-op portable ap x-ray of tha trials shows the implants to be in normal position and of appropriate size. Ap/lateral x-rays of a pressfit tha shows the implants to be in normal position. They appear well fixed without evidence of lysis, loosening or mechanical complication. The event of pain and elevated metal ions following tha cannot be confirmed as insufficient information has been received for review documentation which would aid in the further completion of this assessment would include: outpatient office/clinic notes, laboratory reports documenting ion elevation, post tha MRI and reports" product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that patient has been experiencing pain, radiates up & down the whole hip area and also has excessive levels of cobalt in her blood. Provided medical records were reviewed by the clinician who concluded that the event of pain and elevated metal ions following tha cannot be confirmed as insufficient information has been received for review. Documentation which would aid in the further completion of this assessment would include outpatient office/clinic notes, laboratory reports documenting ion elevation & post tha MRI and reports. The event could not be confirmed nor the root cause as insufficient information was received. If further information and/or the device becomes available this investigation will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient has pain, radiates up & down the whole hip area. Additional information received on 09/11/2018: patient reported he is experiencing pain after his hip replacement in 2011. After blood test and MRI, patient was informed that cobalt levels had reached 4.6 and chromium came back to 0.6 patient is schedule for a revision surgery on (B)(6) 2018. Update 01-nov-2018: left total hip arthroplasty (B)(6) 2011.